Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the slider switch due to damage, caused by user handling. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors."

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty iris board. In addition, a worn out scope socket slider switch was found to cause intermittent use of high intensity mode.

Event description:
A user facility reported to olympus that the clv-190, evis exera iii xenon light source, lamp intensity in auto and manual would not adjust and that the diameter was intermittently sticking. The reporter indicated that the end user could not tell what they were viewing due to excessive brightness. The reported problem occurred during a procedure. The intended procedure is unknown. The procedure was completed using another similar device. There was no patient injury or harm associated with the reported problem.